Event description:
It was reported that an error code occurred when an external pulse generator was powered up. The biomedical engineer was unable to duplicate the error. The device was returned to service. Device manuals and other test materials were emailed to the biomed. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).